Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn chd suture. The client reported an incident, which involved a surgical needle that broke during a perineal suturing procedure in the ldr department on (B)(6) 2026. According to the picture received, it seems that the needle is detached from the thread instead of needle breakage. Additional information has been requested.